Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer powers up and interrogates with no issues. Programmer shows EKG (electrocardiogram) waveforms on the display screen. Programmer has a long boot up time. Programmer failed three software controlled gain tests; apparent printed circuit board subassembly failure, cause unknown. System fan is noisy.

Event description:
It was reported the programmer displayed error messages, it was not reliably interrogating devices, and it was not showing surface electrograms routinely when hooked up to cables. The programmer was returned for repair. No patient complications were reported as a result of this event.